Manufacturer narrative:
Investigation: the complaint was investigated for the 18l6 hd transducer due to intermittent triple images and probe only works at the middle port. The cause of the transducer in producing a triple image was due to a defective ti board. This issue was resolved in a future software release. The ti board was replaced due to port specific fault. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient imaging, the 18l6 hd transducer was connected to the right port but it generated an intermittent triple image artifacts. The doctor was aware of the issue; however, the doctor continued to use the transducer knowing that 1/3 of the image is okay. The unspecified procedure was successfully completed using the same system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.